Event description:
On 01/15/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
The correction was to rectify that the initial reporter in section e 1. Please see section e 1 for detail. The investigation conclusion in h6 was also corrected.

Event description:
On 01/15/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
Complaint evaluation was completed on 5/7/2024: the pump's device test record was reviewed, as all previous test records were reviewed and all were found to have passed. Manufacturing final testing was completed on 11/09/2022. There are no previous complaints on this device. The pump was tested with the testing protocol for battery and power complaints. The pump's event log was pulled as part of the investigation and upon review it was noted that there were no sign of an abrupt power off found in the log, as reported by the end user. An abrupt power off would have been noted in the event log by a "log_event_on" code without an "log_event_off" code before it, which means that the pump had to be powered on without being powered off prior and turned off on it's own. A 50 ml infusion was ran on the pump instead of a 100ml infusion as the end user's library did not allow more than 50 ml per infusion. The pump ran at 0.5 ml per hour for the 50 ml using the end user's current rate. The infusion was successfully completed and the pump did not power off abruptly before finishing. Upon further evaluation there were no loose connections or components inside of the device. Functional testing did not confirm the reported condition and was not duplicated during testing. Reported issue not found, device does not meet specification. A CAPA has been opened in order to fully investigate and address the root causes of the reported event.